Event description:
It was reported an access port was placed in 1997 for chemotherapy administration. For two years this port was accessed regularly without incident. On november 19, 1999, an inability to access the port revealed the catheter had fractured and migrated to the heart. Retrieval of the catheter utilizing a snare was successful. The port was also removed at that time. A decision was made not to place another port as the pt was in remission. The pt's condition is good. This device was destroyed by the user facility. Therefor, no failure analysis will be available. Since this device was in place for well over 2 years and no difficulty accessing the device was encountered prior to the incident, co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.